Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that when she replaced the battery, the stated that the power did not return and there is a blank display. The customer stated that there are reservoir pieces chipping off the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.